Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during treatment, the recanalization catheter allegedly would not load onto the guidewire. Reportedly, another recanalization catheter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one crosser 14s catheter was returned for evaluation. The investigation is confirmed for material separation as the distal tip was separated from the outer catheter. The investigation is inconclusive for the reported inability to advance the guidewire. The root cause could not be determined based upon available information. It is unknown if procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during treatment, the recanalization catheter allegedly would not load onto the guidewire. Reportedly, another recanalization catheter was used to complete the procedure. There was no reported patient injury.